Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from august 27, 2019 - august 28, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor under infused. The set was filled with 12g flucloxacillin. There was no patient injury or medical intervention associated with this event. No additional information is available.